Event description:
No additional information.

Manufacturer narrative:
Investigation result: one 41173e-0006 sample was received in opened packaging from lot 25065572 for investigation; clear residual fluid was present throughout. The customer reported that they "have had several sets of gravity tubing that the upper additive port has leaked quite significantly". Additional information from the customer confirmed that the leakage occurred during priming of saline. The returned samples were subjected to functional testing by priming the infusion lines, which confirmed the customer's experience; leakage was observed from the smartsite. Upon closer inspection, the smartsite was deformed and oval in shape (appendix 1). The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 25065572 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the root cause of the oval smartsite is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 41173e-0006 product in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite gravity set had leakage. The following information was provided by the initial reporter: we have had several sets of gravity tubing that the upper additive port has leaked quite significantly ¿ I think they are the same batch as in these photos but am not certain. Additional information received from the customer: please confirm when did the incident occur (before use/during use) at start of use. Is there any serious injury that happened to patient? It was mentioned in pir was unknown. No. Are there any potential erroneous results? It was mentioned in pir was unknown. No what course of treatment changed due to event? It was mentioned in pir was unknown. None. What medical int. Other than first aid taken due to event. It was mentioned in pir was unknown. None. What safety issue taken due to event? It was mentioned in pir was unknown. None please provide detailed photographs of the damaged area(s)? Supplied photo of packaging to confirm but no damage reported and a photo of ¿leak¿ was not taken. Please confirm the number of products affected. Multiple reported after this one. One set being retained. Please confirm how the fault was identified? They saw the port leaking. Please confirm when the fault was identified during priming or during infusion. If during infusion, how long into the infusion? Start. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? Was the smart site ovalized? No damage. Please confirm what substance was being infused during the time of the event? No infusion started, noticed on priming. Was there any patient harm? No. Please confirm if the sample has been disinfected ¿ if so when and with what substance? No. Please confirm the condition of the storage ¿ temperature, humidity etc.? Stored in theatre.